Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator, (B)(6) 2013; 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed an infection one month post implant. The implantable pulse generator (ipg) and two leads were removed. A week later a new system was implanted. No further patient complications have been reported as a result of this event.